Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 2000mcg/ml lioresal at an unknown dose via an implantable infusion pump for an unknown indication for use. It was reported by the hcp that the patient had an infection. The cause of the infection was unknown. The diagnostics and troubleshooting done was unknown. The pump was replaced and the new pump was moved to the opposite side of the abdomen. The pump pocket was also revised. It was reported the pump segment of the catheter was replaced. It was stated the issue was resolved at the time of the report and the patient's status was "alive-no injury." No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.